Event description:
Device malfunction: failure to deploy-locator wings. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during step #2, the plunger would not remain depressed to deploy the locator wings. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.